Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and user facility report was confirmed. The results revealed that the connector was damaged. The testing results found that the lock latch on the video connector was worn resulting in a loss of image. The video connector and main switch were replaced. Additionally, a software upgrade was performed. The device was serviced and returned to the user facility.

Event description:
The user facility reported that the device has damage in the front of the scope connector. There was no report of patient involvement or patient harm and no additional information was provided for this report. Olympus is attempting to gather additional information related to this report.

Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer (OEM) investigation. A review of the device history record (DHR) confirmed the subject scope was shipped in accordance with specifications via DHR. Per instructions for use: important information: please read before use contains the following information: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Otv-s190 instruction manual, section 9. 2 troubleshooting guide"" contains the following information. The endoscope, or camera head is not connected correctly. Connect the endoscope or camera head is as described in its instruction manual. (See also section 6.3, ¿connection of an endoscope¿). Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause is suspected as a possibility that communication with the endoscope was unstable because excessive force was applied to the locking lever (video connector socket) or the video connector due to handling that is not described in the instruction manual, resulting in occurrence of this event. Olympus will continue to monitor the field performance of this device.